Event description:
It was reported that the 9800 system had an overvoltage error code and arcing at higher technique. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable were re-greased at the tube and high voltage tank. The filament was re-calibrated during the service call. The system was tested and found to be working as intended and put back into service.